Event description:
Patient reported "leakage over 80ml which has now affected my lymph node" and "I was informed when device was placed that even if leaked the gel form silicone wouldn't travel which is not the case". The device has been explanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ silicone migration: unable to observe. ¿ gel bleed: unable to observe. As per the investigation procedure, wear abrasion and observed a broken assessed as a surgical impact opening. (Shell thickness within spec). Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, silicone migration.

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Patient reported "leakage over 80ml which has now affected my lymph node" and "I was informed when device was placed that even if leaked the gel form silicone wouldn't travel which is not the case". The device has been explanted. This record relates to the right side.